Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin leakage around the patient's site due to a bent cannula. The issue has occurred with a mixture of 3 boxes, no lot information is available. No adverse event reported; was able to self-treat. Requested return of the alleged device for evaluation.